Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they were hospitalized due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2019 around 9.30 am. The customer blood glucose level was 463 mg/dl at the time of hospitalization. Customer stated her site was leaking the insulin and her blood glucose went low and she corrected by drinking apple juice and her blood glucose went from 50 mg/dl to 380 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin drip and fluids. The customer declined troubleshooting for high blood glucose, low bold glucose value also for infusion set leaks. The device will not be returned for analysis.